Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is cellulitis and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿cellulitis¿, ¿redness¿, ¿swelling¿, ¿pain¿, and ¿breast looks shriveled¿ and ¿another infection but could not confirm of what type¿. The patient was placed on unspecified antibiotics. Additionally, the patient reported a left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and "a possible rupture" and "can see through breast/transparent." Device remains implanted.